Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacture's field service engineer referred the customer to section 8.4 of the service manual for troubleshooting. Part number was provided to the customer for the regulator assembly but no further information has been provided regarding resolution and/or disposition of the unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an oxygen leak detected from regulator assembly. There was no patient involvement at the time the issue was discovered.